Event description:
It was reported that when the surgical tech was assembling the drill before the case, they were unable to get the bur through the long attachment. After inspecting it, the lumen was not circular. New tray was opened and continued setting up. Investigation results showed that there was an internal bearing damaged causing this issue.

Manufacturer narrative:
H10: the reported device, intended for use in treatment, was returned for further evaluation and a visual evaluation was performed. The reported issue was confirmed. Visual inspection of the long attachment found that the internal bearings have come loose or deteriorated to the point that they block the passage of the burs. Functional evaluation found that a bur could not be inserted through the long attachment because it was occluded. A device history record review found no conditions which could contribute to the reported event and the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The root cause was found to be mechanical component failure.